Event description:
It was reported that the external pulse generator (epg) shuts itself off after 10 minutes, even with new batteries. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator would shut itself off. Analysis did find that the upper case, battery drawer and side bail covers were broken, the keyboard was scratched, the serial number label and lower case were damaged, the battery release and ring cover were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed and one side bail and the ring bail were bent. All affected parts were replaced. (B)(4).